Event description:
The complete lead was returned for analysis. Visual analysis indicated that the anchor suture was not present. Further inspection of the anchor silicone helix identified that a cavity for the suture was present, and that at one point in time the anchor suture was present evidenced by the imprint left on the helical surface. The suture detachment was most likely the result of force exerted during manipulation of the helix not consistent with labeling. No other anomalies were identified that could have contributed to this report.